Manufacturer narrative:
Citation: chen sansong,fang xinggen,li zhenbao et. Alcause analysis and management of the complications of enterprise stent-assisted embolization of intracranial aneurysms the purpose of this article was "to analyze the intraoperative and postoperative common complications of enterprise stent-assisted embolization in intracranial aneurysms". The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to same article: 2029214-2017-00510 2029214-2017-00511 2029214-2017-00512.

Event description:
Medtronic received information during literature review that post procedure stent assisted coiling treatment, there was one patient's death. (Preoperative hunt-hess: IV) total 143 patients were treated with stent assisted coiling treatment with enterprise stent and axium coils. 143 patients with 205 intracranial aneurysms rupture: 88, recurrence: 12, non rupture: 43 enterprise stents used: 207 (pc), single stent: 2 patients, stent plus axium¿: 141 patients reference pe: (B)(4).